Manufacturer narrative:
History of gastrointestinal bleeding reported in mfrs# 2916596-2021-01651, #2916596-2021-01611, #2916596-2021-01652, #2916596-2021-01653, #2916596-2021-01654, #2916596-2021-01656, #2916596-2021-01581, #2916596-2021-01559, #2916596-2021-01658. Admission for small bowel obstruction/driveline adhesion reported in MFR #2916596-2021-01657. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted (B)(6) 2019 for melena in stool and abdominal distension/pain. Hemoglobin was down to 7.7 g/dl. A kidney, ureter, and bladder (kub) x-ray on (B)(6) showed dilated loop of bowel concerning for ileus. Bowel regimen increased with improvement in pain. Computed tomography (CT) of the abdomen on (B)(6) showed thickening gallbladder. Cholescintigraphy scan on (B)(6) did not show acuglobin wte cholecystitis , but there were traces of delayed tracer uptake indicative of hepatocellular. Liver-function tests were also elevated. Right upper quadrant (ruq) ultrasound with doppler was negative for acute finding. Bleeding stopped and hemoglobin and hematocrit stabilized. Patient was discharged (B)(6) 2019.